Event description:
A malfunction alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge and resumed insulin administration with guidance from technical support, and the original cartridge was set to be returned.